Event description:
It was reported that balloon rupture occurred. The 60-80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed successfully and no fragments left inside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient made a full recovery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.